Manufacturer narrative:
A beckman coulter field application specialist (fas) was dispatched and evaluated the device. The fas replaced a bent sample probe to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported intermittent low glucose (glu), creatinine (cre), and alanine aminotransferase (alt) patient results on the au480 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change in patient treatment in association with this event. Quality control (qc) were within laboratory¿s established range prior to and after the event.